Event description:
It was reported that the patient presented post implant for follow up. Upon review, the implantable cardiac monitor (icm) was over-sensing the atrial output of the patient's leadless pacemaker. Programming changes were performed. There were no patient consequences.